Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer had unexplained high blood glucose and customer did not received any no deliveries alarms and motor was slower during rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.